Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-83786.

Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 29 mg/dl. Customer stated that she had incorrect sensor readings. Customer stated that her blood glucose was very high and she overcompensated and did not eat as much carbohydrates as she entered into the insulin pump. Nothing further was reported.